Manufacturer narrative:
The customer observed falsely elevated results for one patient while using calcium reagent lot 61213un15, (B)(4). Repeating the sample on two architect analyzers generated acceptable results. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. In addition no other similar complaints were identified. Manufacturing release documents were reviewed. The calcium reagent lot 61213un15 met all specifications prior to being released. The calcium reagent package insert was reviewed and it provides information on reagent handling, and how it could impact results. The architect system operations manual, under operational precautions and limitations (section 7, limitations of result interpretation), provides guidance for assay results in regards to symptoms, other test results, clinical impressions and other diagnostic procedures that must be considered for patient care management. The investigation did not identify a malfunction or deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated calcium results of 5.17 and 3.54 mmol/l were generated by the architect c8000 analyzer on a sample from a 10 day old baby. The sample was also analyzed on the architect c4000 analyzer and a result of 2.69 mmol/l was generated. The customer was using a normal range of 2.10 - 2.70 mmol/l. There was no report of impact to patient management.